Event description:
It was reported that a venaseal procedure was performed for venous insufficiency involving the bilateral great saphenous veins and b ilateral small saphenous veins. Two venaseal kits were used during the procedure. There were no challenges or deviations related to location of catheter tip prior to initial delivery of adhesive. The catheter tip was 5cm caudal to spj. Compression of ssv was utilized. At an approximately 72-hour ultrasound follow-up, a non-occlusive thrombus extension from the right small saphenous vein into the popliteal vein was identified and was reported as egit 3 with an extension of approximately 4.78 cm, and there was uncertainty whether the finding represented glue extension or thrombus. The ultrasound technologist stated they did not think the finding was glue extension. The physician reported a concern that something was wrong with the delivery gun and that it delivered more glue than intended. Anticoagulation therapy was initiated and the patient was prescribed eliquis. At a subsequent ultrasound and physician visit approximately one week later, the thrombus extension into the popliteal vein was reported to have regressed to approximately 4.41 cm and remained egit 3, and anticoagulation therapy was continued. At another ultrasound and physician visit approximately one week later, the thrombus extension into the popliteal vein was reported to have regressed to approximately 1.1 cm and was reported as egit 2. Anticoagulation therapy was continued with an additional follow-up planned. During a follow up ultrasound on (B)(6) 2026, the ssv was closed prox to mid calf with thrombus 2.6 mm from the junction. There was a thin rim of chronic thrombus along the anterior wall of the 8.7 mm into the popliteal vein. After discussion with ultrasound techs and physician, this was not a glue extension as previously reported, but a classic thrombus extension. Patient discontinued elliquis, was asymptomatic and no follow up needed. The issue was resolved on (B)(6) 2026.

Manufacturer narrative:
D6a: date is approximate. Month and year are confirmed valid. Continuation of d10: implant date (B)(6) 2026; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.